Event description:
Technical support enquiry received initially in 2006. Subsequent contact with first responder on three days later revealed patient collapsed at shooting range after compaining of chest pain. It was reported that thee samaritan pad was applied to the pt. The rescurer was wearing ear plugs from the shooting range at the time and could not hear the audible prompts clearly. It was reported that the user pressed the shock button in the absence of any "press shock button now" prompt. It was reported that the shock button was not illuminated when pressed also. The samaritan pad was turned off and then on again by the user during use. Subsequent to the use of the samaritan pad paramedics arrived however, the pt was not revived.